Event description:
It was reported than a medical professional could not interrogate generators when using his programming system. Troubleshooting was performed and the connection of the usb cable to the tablet was suspected to be defective. The return of the suspect usb cable is expected but it has not been received to date. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.

Manufacturer narrative:
Lot#; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
The suspected usb cable was returned to the manufacturer on 10/23/2015. Analysis is underway but it has not been completed to date.

Event description:
Analysis of the returned usb cable was completed and confirmed broken lead at db9 interface of db9 to usb serial adapter communication cable. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.